Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 5, 8mm sigma fb ps insert trial is damaged and spd refuses to process the item. Item needs to be replaced. No surgical delay. Scratching and gouging were evident on the trial instrument.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.